Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A customer reported receiving a system message twice during a case. The system was switched out and surgery was completed. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system. The solenoid spacers were replaced and preventive maintenance was done. The system was then tested and met all product specs. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).